Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 210 samples were received. They came in the shelf box and sealed packaging flow wrap. They were visually inspected. No defects or foreign matter was observed. Clarity test was performed and is accepted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the samples provided. This is the 1st complaint for lot # 8346656 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the plastic of the bd posiflush¿ normal saline syringe was found to be "cloudy" before use. The following information was provided by the initial reporter: "liquid is cloudy". "Upon further investigation into the 0.9% sodium chloride injection 10ml syringe, bd posiflush, ref 306546, lot 8346656, exp 11/30/2021, it appears that the actual syringe plastic is what gives the cloudy appearance. When saline from the syringe is emptied into a beaker, solution is clear. We ordered 0.9% sodium chloride injection 10ml syringe, ref 306551, lot 7331598, exp 11/30/2020, as a replacement and these also look cloudy, yet when solution is expelled, solution is clear. With these as with the others, it is the actual syringe plastic that is giving the cloudy appearance."